Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic after feeling the device vibrate. Possible lead noise was observed via stored electrograms. Pacemaker inhibition was noted. The noise could not be reproduced in-clinic. Elevated hv lead impedance and decreased r-waves were also noted. The patient will be closely monitored via merlin.net.

Event description:
New information received indicated that asymptomatic patient presented to the clinic on (B)(6) 2017 with a vibratory alert for high, out of range rv impedance. The lead was capped and replaced on (B)(6) 2017 due to lead noise. The patient was discharged from the hospital without complications.